Event description:
It was reported that the customer had a no delivery alarm on a basal that occurred in the past. Customer's blood glucose was 400 mg/dl. Customer's mother stated that the alarm occurred again on manual prime. Customer took correction from a pen and was advised to remove the reservoir and push the insulin by the plunger. Caller stated that the insulin did not exit. Customer was advised to try the current set with a new reservoir and was advised that the 2 reservoirs will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.